Event description:
The reporter contacted animas on (B)(6) 2013 alleging the display on the pump was dim, faded and had an orange color. There was reported no adverse event associated with this complaint. This complaint is being reported because the display defect remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission 08/02/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/11/2013 with the following findings:during testing, the display screen was found to be discolored. A test screen was inserted and was found to function properly.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.